Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler 3t unit showed bacterial growth despite maranon treatment. At the time of this event, maranon was a recommended disinfectant in the version of IFU in use at the time. Maranon is not distributed in the USA. There was no report of patient injury. The cleaning procedure in the IFU has been updated since this event. Follow-up communication with the customer confirmed that they are performing water changes daily and disinfection cycles weekly, according to the current IFU. They are also now using the recommended disinfectant from the current IFU. This unit is consistently passing water sample tests. Complaint (B)(4) alleged that seven devices were contaminated (there was no specific type of bacterial contamination reported by the complainant). No patient injuries were reported. Out of an abundance of caution, the company is reporting these complaints because they reported device contamination even though the specific type of alleged bacterial contamination was not reported and is not known to the company. Livanova is retrospectively filing these seven (7) reports (one report for each of the seven devices reported in the complaint). See medwatch report numbers 9611109-2016-00012, 9611109-2016-00014, 9611109-2016-00015, 9611109-2016-00016, 9611109-2016-00017, 9611109-2016-00018 for information about the other six devices. The risk analysis was updated in november 2014 to classify all reports of bacterial contamination of heater-cooler units as reportable. However, the updated risk analysis was not applied retrospectively, so this complaint remained as non-reportable until the retrospective review was performed in january 2016. This unit ((B)(4)) has been discarded by the facility. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. H3 other text : discarded by user

Event description:
Sorin group received a report that the sorin heater-cooler 3t unit showed microbacterial growth despite maranon treatment. At the time of this event, maranon was a recommended disinfectant in the version of IFU in use at the time. Maranon is not distributed in the USA. There was no report of patient injury.